Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. Patient reported when they put her last implant in, they did not put the implantable neurostimulator (ins) in far enough and her chair was rubbing on the ins. Patient stated that the ins came through skin. Patient was informed by the hospital and urologist that she had infection at ins location. The interventions taken to resolve was that both IV and oral antibiotics were administered. She had complete system removed (B)(6) 2016. She did not intend to follow up with any healthcare provider (hcp). There were no further complications that have been reported as a result of this event.